Manufacturer narrative:
(B)(4). Review of a single still angio image showed that an aneurx stent graft system was implanted in the patient. The bifurcate ipsi limb was on the right side and the contra limb on the left. The films did not show the renal arteries or distal limbs within the iliac arteries. The bifurcate aortic body and both limbs were essentially straight and the stent graft was patent. Contrast was seen outside the stent graft on the patient¿s right side just below the level of the flow divider. No other obvious issues were observed. From this single still image the endoleak type or source not be determined. This appeared most likely to have been a type iii fabric endoleak; however, the cause could not be determined.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain and low blood pressure. The aneurysm had ruptured. The physician stated that there was a type iii endoleak, fabric. The aneurysm is currently 10 cm in diameter. The patient was treated by having the limb relined. The endoleak has resolved. No additional clinical sequelae were reported and the patient is fine.